Event description:
The customer reported the table failed to boot up. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The table power supply connector was reset. The system was then found to be operating as intended.